Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that stim was really strong after the patient walked for a while. The adaptive stim setting for mobile was twice as high as it was for upright. The mobile setting was decreased to match the upright position. The issue was first noticed in (B)(6) 2019. It was reported the patient had brief pocket pain the week prior to the report. An impedance check was done showing electrodes 8 and 9 as oor. Neither electrode was used in programming, so the plane was to not worry about it and have the patient let the rep know if it becomes an issue. It was also stated the patient had to recharge daily starting in (B)(6) 2019, however logs were reviewed indicating monthly recharging since august. The patient's report was not consistent with the recharge log so they were asked to write down specifically when the issue occurred.